Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number, therefore, unavailable at the time of filing. Unique device identifier (UDI) is unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the awl instrument was damaged and difficult to remove from the instrument tracker. It was also confirmed that the awl was able to verify. There was no patient present when this issue was observed.

Manufacturer narrative:
Device lot number provided. The awl was returned to the manufacturer for analysis. The awl was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.